Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("malposition of essure (left inuterine)/inappropriate position of left essure coil"), abdominal pain ("severe abdominal pain") and genital haemorrhage ("abnormal bleeding (general)") in a 39-year-old female patient who had essure (batch no. 838689) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included back pain and uterine cervix stenosis. Concomitant products included medroxyprogesterone (depo provera). In 2011, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea") and pelvic pain ("pain"). On (B)(6)2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower ("cramping"). The patient was treated with surgery (total hysterectomy, uterus and cervix removed). Essure was removed on (B)(6) 2012. At the time of the report, the device expulsion and dysmenorrhoea outcome was unknown and the abdominal pain, genital haemorrhage, pelvic pain and abdominal pain lower was resolving. The reporter considered abdominal pain, abdominal pain lower, device expulsion, dysmenorrhoea, genital haemorrhage and pelvic pain to be related to essure. Diagnostic results: (B)(6) 2012, surgical pathology report:diagnosis: cervix and uterus (tlh): - mild chronic cervicitis with nabothian cysts. - predominately inactive/atrophic endometrium with cystic changes and possible rare foci of early adenomyosis. - histologically unremarkable myometrium. - portions of metallic iud coil identified in the fundal aspect of the endometrial cavity and within the left lateral aspect of the fundus (gross diagnosis). (B)(6) 2012: hysterosalpingogram: there is no filling of the fallopian tubes or free spillage. However, the left essure device may be partially intrauterine in location. Most recent follow-up information incorporated above includes: on 29-jun-2018: plaintiff fact sheet and medical records received: reporters details added. Event added as dysmenorrhea, malposition of essure (left inuterine) (as written), pain. Historical, concomitant condition and relevant lab data were added. Concomitant, historical drugs and treatment drugs were added. Lot number added. Case medically confirmed. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of device expulsion ("malposition of essure (left inuterine)/inappropriate position of left essure coil"), abdominal pain ("severe abdominal pain") and genital haemorrhage ("abnormal bleeding (general)") in a 39-year-old female patient who had essure (batch no. 838689-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included back pain and uterine cervix stenosis. Concomitant products included medroxyprogesterone (depo provera). On (B)(6)2011, the patient had essure inserted. In 2011, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea") and pelvic pain ("pain"). On an unknown date, the patient experienced abdominal pain lower ("cramping"). The patient was treated with surgery (total hysterectomy, uterus and cervix removed). Essure was removed on (B)(6)2012. At the time of the report, the device expulsion and dysmenorrhoea outcome was unknown and the abdominal pain, genital haemorrhage, pelvic pain and abdominal pain lower was resolving. The reporter considered abdominal pain, abdominal pain lower, device expulsion, dysmenorrhoea, genital haemorrhage and pelvic pain to be related to essure. Diagnostic results: (B)(6)2012, surgical pathology report:diagnosis: cervix and uterus (tlh): mild chronic cervicitis with nabothian cysts. Predominately inactive/atrophic endometrium with cystic changes and possible rare foci of early adenomyosis. Histologically unremarkable myometrium. Portions of metallic iud coil identified in the fundal aspect of the endometrial cavity and within the left lateral aspect of the fundus (gross diagnosis). (B)(6)2012: hysterosalpingogram: there is no filling of the fallopian tubes or free spillage. However, the left essure device may be partially intrauterine in location. Most recent follow-up information incorporated above includes: on 21-aug-2018: update of information (batch is invalid). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for female sterilisation. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (underwent a hysterectomy on (B)(6) 2012). At the time of the report, the abdominal pain outcome was unknown. The reporter considered abdominal pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.